Event description:
It was reported that the bronchovideoscope displayed no image, showing only a black screen. The event occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts due to wear and tear, without any design or manufacturing issue [and/or vapor penetration or ingress of fluids due to air-tightness breakdown]. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.